Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user was unable to run any reports manually. A technical support specialist (tss) dialed into the es application server via securelink. Logged into the pes website and observed that scheduled reports had failed. Attempted to run a report manually, but it remained in a loading state and did not complete. Reviewed the report composer logs and identified the error. Tss then dialed into the report server and database server. Checked memory usage: report server 37%, database server 87%. Confirmed the extract transform load (etl) job was running successfully. Verified report composer version 1.11. Followed ka (medstation es - execution timeout expired when generating reports) and updated the timeout value to 200 seconds. Despite the change, the report still failed with an error. Tss rebooted the report server. After reboot, reports were able to run successfully. Customer confirmed they were able to run reports without issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, daily nursing reports were not generated. The issue was identified as a server-level failure, where the bd pyxis server was unable to generate reports for all users. Although slight system slowness was observed, the primary issue was related to reporting functionality. There were no delay or adverse events or injuries reported based on this event.